Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter stopped working during a procedure. The product was replaced and the procedure was completed. There was no known harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One probe with tip protector was returned for evaluation. A visual evaluation of the returned sample indicated it was a visually conforming. A functional evaluation was performed and determined that the actuation and cut function were nonconforming due to no cutter movement. The probe was disassembled and the components inspected. There was resistance felt when removing the inner cutter from the needle. The cutter edge had approximately. Five minutes of wear when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. According to the device history record review, the product was released based on the product¿s acceptance criteria. The root cause for the failure was due to the separation of components within the probe. The wear on the inner cutter was an indication that the probe was initially working and subsequently failed after a cutter coupling adhesive failure occurred during surgery. (B)(4).